Manufacturer narrative:
The company rep examined the system and replaced the footswitch cable. Preventative maintenance was performed and the system was then tested met product specs. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported the system would not recognize the footswitch during surgery. The footswitch was switched out and the surgery was completed with no harm or injury to the pt.